Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the wire of a bd phaseal ¿secondary set c61 was cracking and leaking. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Two sample units were received for evaluation by our quality engineer. Upon visual inspection of the samples, defects were not observed. The tubing was thoroughly inspected for signs of cracking and no abnormalities were found. A device history record review did not reveal any issues during the production of the provided lot number that could have contributed to the reported issue. Underwater leakage testing was performed on the provided samples and the results were per specification. Although no defects were observed in the two unused samples provided, based on the customers report, it is possible that the actual sample may have had molding issues within the tubing. As this is the first complaint of this nature and no trends could be observed, corrective action is not necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the wire of a bd phaseal secondary set c61 was cracking and leaking. There was no report of exposure, injury or medical intervention.